Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a no delivery alarm in the morning. Customer had an issue with the meter not transferring her blood glucose level to her pump so that she can do a bolus. It was explained that the no delivery alarm is something that the pump is designed to do. It was found that the pump meter was not on and the meter was not programmed into her pump. Customer called back and found that the meter is functioning and the issue is the pump. Customer was walked through manually entering blood glucose level into bolus wizard. It was found that the meter ID was not entered into the pump. Customer tested and confirmed blood glucose level was successfully sent to the pump. Issue was resolved. No further assistance needed.